Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported that she experienced "serious health problems" 3 times over the past year while using the infusion sets. This last occurred 1.5 months ago. Pt experienced elevated blood glucose of 600 mg/dl and did not feel well, and she had a headache and felt faint. Normal blood glucose is 100-150 mg/dl. Pt removed the infusion headset and noticed the cannula was kinked in the middle. Pt inserted a new headset and was then "fine." During each event, blood glucose elevated and pt found the cannula was kinked. Pt did not require treatment from a health care professional or second party to address the issue. Pt was advised to stop using this product. Infusion sets were requested for evaluation. No additional info was provided.